Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, the bolus history was missing on (B)(6) 2017. Review of the pump data logs showed that on (B)(6) 2017, the pump turned off and the pump time changed to 12 am. Reportedly, the customer was unable to recall the event or the time change that occurred afterwards. Additionally, the logs show that multiple blood glucose (bg) values were entered but no bolus requests were made from the values. There was no reported impact to the customer's blood glucose level.